Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 405 mg/dl. Customer stated that the insulin pump had blank display and battery out limit alarm. Customer also mentioned that the insulin pump was getting hot and it did not working. Customer stated that the insulin pump alarmed after battery change. Customer reported that they were able to clear the alarm. Customer not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.